Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2008, this patient was implanted with a gore tag thoracic endoprosthesis to treat a penetrating ulcer and dissection in the aorta. A carotid-subclavian bypass was also performed. It is reported that the patient experienced uncontrollable hypertension. Final angiography showed good result with no endoleak. At an unknown date, a follow-up computed tomography demonstrated the aortic dissection had continued and there was evidence of a type I endoleak reportedly caused by the patient's continued hypertension. In 2009, a reintervention occurred whereby the gore tag thoracic endoprosthesis was explanted. An unknown graft was placed to repair the aorta. The patient tolerated the procedure.